Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving baclofen(3250 mcg/ml, 649.5 mcg/day) and morphine(17.5 mg/ml, 3.497 mg/day) via an implantable infusion pump for the treatment of intractable spasticity. It was reported that the patient's pump was in abdomen which was bothering her while in wheelchair. The patient's pump was moved from right abdomen to right flank based on patient's request. It was unknown when difficulty occurred. The issue was resolved and patient status was alive with no injury. No further complication was reported.